Event description:
The sheath kinked during insertion. The iab was inserted into the pt without a sheath. The sheath was not returned to co for evaluation. The sheath was discarded. (Event complications: unk - reported 4/14/97.) (Pt's current status: unk - rpt'd 4/14/97.)